Event description:
The initial reported stated that they received questionable glucose for three patients tested with accu-chek inform ii meter serial number (B)(4). Of the three patients, one had an erroneous glucose result. At 9:33 a.m., a sample from this patient was tested using the meter, resulting with a glucose value of 550 mg/dl. At 9:40 a.m., a sample was collected from the patient and tested in the laboratory with an unknown method, resulting with a glucose value of 420 mg/dl. No adverse events were alleged to have occurred with the patient. The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's remaining test strips were returned for investigation where they were tested using retention controls on a retention meter. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 44 mg/dl, 44 mg/dl, 43 mg/dl, level 2: 314 mg/dl, 308 mg/dl, 299 mg/dl. All returned results are within acceptable range. No information was provided that would point to a cause for the result discrepancy.